Manufacturer narrative:
Creating a supplemental report to do a correction on: b5: describe event o problem was updated. H. Device manufacturers only. 6. Adverse event problem: change in health effect - impact code.

Event description:
It was reported that this right atrial (ra) lead was explanted for a suspected conductor fracture. Lead impedances reading were greater than 3000. This right atrial (ra) lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented a conductor fracture. The lead was extracted to resolve the issue. No additional patient effects were reported.

Manufacturer narrative:
Creating a supplemental report to do a correction on: h. Device manufacturers only. 6. Adverse event problem: change in health effect - impact code.

Event description:
It was reported that the right atrial (ra) lead presented a conductor fracture. No additional patient effects were reported.